Event description:
According to the reporter, during the humeral nail procedure the tip of the coupling screw (358.697) is broken, and it cannot be used. This report is 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Visual examination noted the threaded portion of the device was bent. The device was distorted at the threaded end and prevented accurate measurement of the affected diameter. The device met all the other specifications but the damaged portion could not be measured. A review of the DHR indicates there were no complaint. All records indicate the product was manufactured to specifications.